Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up with episodes of noise and several instances of inhibition due to noise. Programming changes were made. Patient will continue to be monitored for further instances of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.